Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured; distal segment was received and analyzed. It was observed the defib conductor was distorted, the outer tubing overlay was breached cut, exposed defib coil white substance.